Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment as the stylus of the programmer was out of calibration. It was also noted that the company logo button was missing and the media door was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the problem occurred during programmer software update. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was offset. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.